Event description:
Per the clinic, it was reported that during the revision surgery, the infection was treated with silver nitrate and granulated tissue was removed.

Manufacturer narrative:
This report is submitted on april 15, 2020.

Event description:
Per the clinic, the patient developed an infection, and experienced skin overgrowth at the abutment site. Subsequently the patient had her abutment removed on (B)(6) 2019.